Event description:
The pt experienced increased pain for approx 1 to 1.5 wks. The pump was interrogated and numerous stalls with recoveries were noted in the event logs. They ruled out MRI, other medical procedures, and emi from the pt's environment. The pt was going on vacation, so they gave her oral medication to supplement in case the pump no longer functioned. A pump revision was being considered. The pt outcome was reported as "no injury". The device system was used to deliver morphine sulfate.